Manufacturer narrative:
The subject device was not returned to olympus medical systems corp. (Omsc) for evaluation, therefore omsc could not investigate the subject device. Omsc reviewed the manufacturing history (DHR) of the subject device and confirmed no irregularity. The exact cause of the reported event could not be conclusively determined. However, based on the information from olympus europa se & co. Kg (oekg), there was the possibility that this phenomenon was attributed to the damage of the camera cable or the failure of the ccd unit due to the user handling. If additional information becomes available, this report will be supplemented.

Manufacturer narrative:
The subject device in this report was not returned to omsc for evaluation. The exact cause of the reported event could not be conclusively determined at this time. If additional information becomes available, this report will be supplemented.

Event description:
Olympus medical systems corp. (Omsc) was informed from the user facility that during the preparation for a laparoscopic surgery of polycystic using the subject device, when the user turned on the subject device, colored bands image was displayed on the monitor. At that time, the patient was already anesthetized. The user replaced the subject device to a similar device to complete the procedure. There was no report of patient injury associated with this event. Olympus (B)(4) (oekg) checked the subject device and found that the endoscopic image was not displayed on the monitor however the color bar was displayed, and the camera cable of the subject device was kinked. Oekg surmised that the damage of the camera cable might be caused the no image.